Event description:
Customer reports a fiber leak during treatment on reuse number 30 noted by a blood leak alarm. Estimated blood loss unknown. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.